Event description:
The customer reported that the central nurse's station (cns) displayed a blue screen error and then a black screen. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) displayed a blue screen error and then a black screen. According to the customer, the main cns on the floor still works. The customer sees a code 64 error message on the tower. The customer will send in the unit to be repaired. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) displayed a blue screen error and then a black screen. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) displayed a blue screen error and then a black screen. According to the customer, the main cns on the floor still works. The customer sees a code 64 error message on the tower. The customer will send in the unit to be repaired. There was no patient injury reported. Investigation summary: nihon kohden (nk) received the complaint device on 09/06/2023. Nk repair center (rc) evaluated the device on 09/08/2023. Nk rc duplicated the complaint. The unit showed a black screen. No fluid intrusion or physical damage was found. The motherboard and both hard drives were replaced to repair the device. The issue was resolved through component replacement and has not recurred since the device was returned to the customer. The cause of the issue was hardware component failure. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 08/28/2023 a phone call was made in an attempt to gather patient and device information, a voice mail was left for carly to call me back with this information. Attempt # 2: 09/01/2023 a phone call was made in an attempt to gather patient and device information, a voice mail was left for carly to call me back with this information. Attempt # 3 09/13/2023 a phone call was made in an attempt to gather patient and device information, a voice mail was left for carly to call me back with this information. B6 attempt # 1: 08/28/2023 a phone call was made in an attempt to gather patient and device information, a voice mail was left for carly to call me back with this information. Attempt # 2: 09/01/2023 a phone call was made in an attempt to gather patient and device information, a voice mail was left for carly to call me back with this information. Attempt # 3 09/13/2023 a phone call was made in an attempt to gather patient and device information, a voice mail was left for carly to call me back with this information. B7 attempt # 1: 08/28/2023 a phone call was made in an attempt to gather patient and device information, a voice mail was left for carly to call me back with this information. Attempt # 2: 09/01/2023 a phone call was made in an attempt to gather patient and device information, a voice mail was left for carly to call me back with this information. Attempt # 3 09/13/2023 a phone call was made in an attempt to gather patient and device information, a voice mail was left for carly to call me back with this information. D10 attempt # 1: 08/28/2023 a phone call was made in an attempt to gather patient and device information, a voice mail was left for carly to call me back with this information. Attempt # 2: 09/01/2023 a phone call was made in an attempt to gather patient and device information, a voice mail was left for carly to call me back with this information. Attempt # 3 09/13/2023 a phone call was made in an attempt to gather patient and device information, a voice mail was left for carly to call me back with this information. The following fields are not available (n/a) to this report: e1 email address. Manufacturer references # (B)(4) follow up 001.

Manufacturer narrative:
Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra.. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a, per the FDA request. Additional information: b4 data of this report. G6 type of report. H2 if follow up, what type?

Event description:
The customer reported that the central nurse's station (cns) displayed a blue screen error and then a black screen. There was no patient injury reported.